Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 213 mg/dl. The customer reported a no delivery alarm from the insulin pump. Troubleshooting was done. The no delivery alarm was resolved by a complete infusion set change. The customer was advised that the reservoir of the insulin pump was occluded. No additional information was provided.